Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review and a query of the complaint-handling database for similar events for the lot could not be performed.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a non-calcified right common femoral artery after a percutaneous coronary interventional procedure. Reportedly, the device was deployed uneventfully, however, moderate bleeding was still observed at the access site. Manual compression was applied for approximately 5 minutes and a non-abbott device was placed on the groin to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.